Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the drive mechanism that would cause the device to deploy late. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Blood noted on the adhesive pad. Data downloaded from the device returned an 0x40 alarm, indicating the rotational sensor maximum open count was exceeded due to a drive stall. The formed needle and soft cannula were inspected under magnification. No issues were observed. The device was reset, paired with a pdm, and administered a 5u bolus. Rerun data contains high pulse widths throughout the run. The drive mechanism was inspected and no damages or defects were found. The root cause of the 0x40 alarm could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported by the patient that the cannula did not deploy as intended during activation.